Event description:
Additional information was received from an hcp. Regarding the actions/interventions taken to resolve the pump issue were noted as the pump was set on minimum rate (as previously reported). The issue was not resolved and the patient was started on oral pain medications hydrocodone and oxycodone. It was again noted that following an MRI, the patient was having issues with the pump. The MRI was for back pain. The patient stated he continued to hear the alarm after the magnetic resonance imaging (MRI), and the patient felt fine. Then the patient stated the pump was turned off. The pump had not been changed yet as the patient wanted a second opinion. The hcp reportedly told the patient that the MRI had nothing to do with the low battery reset. The patient was redirected to the hcp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that per the patient, the pump quit 33 months prior to the normal longevity. The patient stated that all of the pump issues the patient had experienced caused the patient pain and misery. The patient stated that the vertebrae on the spinal cord compressed with nerve issues but the shots did not help it. Surgery could not really help it either per the healthcare provider. The MRI results stated a subtle spinal cord syrinx. T7-t11 "something pressing/bulge on spinal cord" per the MRI. "7 and 8 central disc protrusion margin of spinal cord but no flattering of the spinal cord." The spinal cord is normal size per the MRI results. The patient reported it hurts there but it could be scar tissue per the hcp. The patient in the patient's lower back, hips and legs the pump always took care of and then the pump acted up/alarmed after/during the MRI and during that time the pump alarm kept going off. The healthcare provider went back to their office after checking the pump status post MRI and the patient went home. The patient kept hearing the alarm so the healthcare provider called the manufacturer about the MRI/pump issue. The next morning, they were at the office and was told to turn the pump off. The patient had an MRI with contrast and one MRI without contrast. The patient wanted to have the pump replaced. On (B)(6) 2015 the paperwork would take place for the pump replacement surgery and on (B)(6) 2015 the patient would go back to the clinic and then after that the pump replacement surgery would be scheduled. The patient could not afford to have the pump replaced and hoped insurance would cover it. The patient had pain medication oxycodone, hydrocodone and a fentanyl patch until the pump can be replaced. The healthcare provider reported that the pressing/bulge on the spinal cord were results of the patient's MRI. The cause was not determined. The patient was placed on oral medications and an injection was done. The patient was in the process of replacing the pump. The intervention was to set the pump on minimum dose rate due to the low battery showing up.

Event description:
It was reported that a critical alarm was occurring due to a low battery reset on (B)(6) 2015 at 15:07, also reported as 15:08; and safe state occurred on (B)(6) 2015 at 15:07, also reported as 15:08; and safe state was again noted at 17:02, also reported as 17:03. The logs also indicated a motor stall recovery occurred on (B)(6) 2015 at 17:03. The patient had a ¿lengthy¿ magnetic resonance imaging (MRI) earlier on the date of the report, and the healthcare provider (hcp) was checking to see if the pump had recovered, and noticed the pump was in safe state shortly after the MRI. The hcp was able to reprogram the pump to minimum rate mode, as well as give the patient a single bolus. The patient was also able to use his personal therapy manager (ptm) since the pump was reprogrammed successfully. Additionally, the patient was able to give himself a bolus the morning of (B)(6) 2015, and shortly after he heard the alarm again. The pump logs were checked which showed no alarm event at the time the alarm was heard. In addition, the patient heard the pump alarming since 10:00 pm on the night of (B)(6) 2015, but nothing was reflected in the logs. The patient had an appointment with the hcp on (B)(6) 2015. The patient reported intolerable side effects from the current dose of the spinal medication. The daily dose was decreased and the pump settings were reset. The reporter silenced the pump alarm at 8:35 on the morning of (B)(6) 2015, and the patient was started on oral pain medications. The pump elective replacement indicator (eri) was 33 months. The plan was for the patient to return to the clinic for a pump dose adjustment on (B)(6) 2015, and the next refill date was (B)(6) 2015. The patient returned on (B)(6) 2015 and stated that their pain was not being controlled with the current dose of oral medication. The patient described the pattern of pain as constant with intermittent flare ups. The quality of the pain was aching, throbbing, shooting and sharp. At it s worst, the pain was 9/10, and at its least was 5/10; on an average was approximately 7/10, and at the time of the report was 8/10. Worsening factors included increased physical activity; relieving factors included stopping the activities that aggravated the pain and taking medications; and noted that often nothing helped. The patient also had sleep difficulty, fatigue/tiredness, neck pain, back pain, arthritis and muscle pain or tenderness. It was again stated that the hcp would turn down the intrathecal (it) spinal medication to minimum rate, the patient was given oral medications and was to follow up after one month. The pump system was being used to infuse fentanyl.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and interrogation upon receipt indicated that the pump was delivering fentanyl (500mcg/ml at 3.18mcg/day). Analysis of the device found a low battery reset with an undetermined root cause. It was also noted that there was an inconsistent/inconclusive test result for the dispense testing which is suggestive of a test issue but was also considered to be undetermined.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8 590-1, lot # n290109, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The following information was previously reported via manufacturer's report # 3007566237-2015-03768. [Information was received from a healthcare provider (hcp) and a company representative regarding multiple patients receiving unknown intrathecal medication via implantable infusion pumps. There had been 4 low battery reset pumps in 6 months at the facility. No patient symptoms were reported. It was indicated that the pumps were explanted as it was stated that the pumps were returned for analysis. Additional information has been requested but was not available at the time of this report.] The following information was previously reported via manufacturer's report # 3007566237-2015-03768.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative reported additional information. The pump was replaced on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.